Manufacturer narrative:
Concomitant products: product ID 377760, lot # v002901, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 377760, lot # v004733, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Event description:
It was reported the patient had an infection. It was assumed it was at the stimulator site due to no programming since implant. It was also assumed the infection resolved because the patient eventually had their initial programming and previously it had been noted they were not programmed due to the infection. The etiology was the stimulator pocket and was noted as not related to the device or therapy but possibly related to the implant procedure. Additional information on intervention and outcome has been requested. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that the incision was irrigated with copious amounts of antibiotic containing solution.